Event description:
Report received of intermittent audible alarm failure, the pump reportedly was received at the user facility, and upon removal from the box it was noted that intermittently, the pump did not produce sounds. The device was not placed into patient use.